Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Several troubleshooting attempts were tried but they did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced and a new reservoir placed due to a pump dimple when it was pressed. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, these activation issues could affect the functionality of the device as the reported of mechanical issues. Product analysis confirmed the reported events. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the proximal cylinder bodies. Cylinder 1 had a leak in the proximal cylinder body that was the result of sharp instrument damage which probably occurred during the explant surgery. Cylinder 1 was not pressure tested due to the leak that was identified. Cylinder 2 had wear that was the result of wear against the kink resistant tubing (krt) in the proximal cylinder body and no leaks were found. The krt of cylinder 2 was worn down to the filament. Cylinder 2 passed all tests performed. Product analysis was unable to identify device malfunction with the returned cylinders. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) to the cylinder was fatigued and worn down to the filament. No leaks were found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the device as the reported of mechanical issue. Product analysis confirmed pump malfunction. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen, based on the failure with the pump that was identified. Mechanical difficulty with the device is known as of a risk of the device and is included in hazard analysis.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Several troubleshooting attempts were tried but they did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced and a new reservoir placed due to a pump dimple when it was pressed. Following the surgery, the patient was stable, improved and the event resolved.